Event description:
It was reported that this pacemaker exhibited oversensing of noise. It was confirmed that the source of the noise was electromagnetic interference (emi) from a scheduled unrelated procedure the patient had undergone at the time of the stored episode. Technical services (ts) analyzed device episode data and found that this had also resulted in a transient impedance imbalance with the right ventricular (rv) lead. There was approximately five seconds of pacing inhibition noted during this episode. No adverse patient effects were reported. Currently, this pacemaker remains in service.